Event description:
Customer called to report the insulin pump had a crack at the top right corner of the display screen. Customer stated that moisture was getting under the display screen. Blood glucose reading was 89 mg/dl. The customer did not recall how the damage occurred. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked display case at display window corners and cracked reservoir tube lip. No moisture damage was found inside the insulin pump. (B)(4).